Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator was not functioning correctly. When attempting to use it, the refrigerator malfunctioned and failed to open. The customer attempted troubleshooting by recovering the space twice and rebooting the system, but there was no change. The customer stated that the issue might be related to the remote manager connected to the unit, which appeared to be failing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed with customer that the station was working fine and made some adjustments. Further the fse also made adjustments in latch housing as preventive maintenance. The system functioned as intended after the field service engineer assessed the device.